Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report of peritonitis in a female patient from (B)(6) coincident with dianeal unknown therapy. Baxter (B)(6) received a call on (B)(6) 2011 from a home patient who stated that she was admitted to the hospital due to peritonitis. The dialysis solution used was unknown. The actual samples were not available. On an unknown date, she began dianeal unknown therapy. Outcome and causality were not reported. There was no allegation of device malfunction.